Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability and patella femoral pain. Poly was swapped out for a larger one and a patella implanted.